Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate test high 21. 27 ml" was not reproduced. Evaluation sent the device to flow lines for flow testing at 40ml/hr for 30 minutes with a volume to be infused of 20ml and received the device back with results of 20.785ml with an error percentage of 3.925% which is within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test high at 21.27 ml, however it is unknown what the expected volume should have been. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the event history log was reviewed for the last days of use as no event date was provided. This shows two infusions with a rate of 40 ml/hr with a vtbi (volume to be infused) of 20ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. Should additional relevant information become available, a supplemental report will be submitted.